Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient unable to set ipg into MRI mode was reported to abbott. The physician replaced both leads and the issue was resolved. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event of unable to set ipg to MRI mode due to impedance issues was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference#: 3006705815-2020-32244. It was reported the patient was unable to set the ipg into MRI mode due impedance issues with one lead. Patient underwent surgical intervention to replace the lead which resolved this issue. Patient is stable. Both leads are being reported since it is unknown which one is liable.